Event description:
Note: this report pertains to the second of two complaints that occurred during the same procedure. Refer to the associated mfrs report # 3005099803-2009-02301 for a description of the other event. It was reported to boston scientific corporation that two hydratome rx sphincterotomes were used during an endoscopic retrograde cholangiopancreatography procedure in 2009. According to the complainant, the physician was performing the sphincterotomy and reported that the tome was not cutting the papilla. He removed this device and used a second hydratome rx sphincterotome. The physician reported similar difficulties with this device cutting the papilla. The physician was unhappy with the performance, but was able to complete the procedure with the second device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.